Event description:
It was reported that the sensor deployed on its own. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. The product was evaluated. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.